Event description:
It was reported that the patient presented remotely. The implantable cardioverter defibrillator exhibited failure to communicate using bluetooth telemetry. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the intervention was performed and the implantable cardioverter defibrillator was communicating using bluetooth telemetry.